Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the temperature probe has a bent tip. The temperature probe was not a factor with the surgery. There were no error codes, just "---" on temperature display. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.